Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to impedance issues and high pacing thresholds measurements. It is suspected of the cause to be due to helix issues when retracting and deploying the tip. The impedance was elevated but remained with normal limits. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to impedance issues and high pacing thresholds measurements. It is suspected of the cause to be due to helix issues when retracting and deploying the tip. The impedance was elevated but remained with normal limits. No additional adverse patient effects were reported. Additional information was obtained, the device has been received for analysis.